Event description:
EU complaint handling unit reported a patient participated in a (B)(4) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse. The patient was implanted with an fra spacer at level l5 s1 size. The patient was also implanted with an atb plate at screw l5 l, screw l5 r, screw s1 l, and screw s1 r, with atb plate (B)(4). The patient had been experiencing pain for 180 months. The surgery date was (B)(6) 2007. Postoperatively, the patient experienced migration of the right s1 screw, requiring surgical removal of the right s1 screw on (B)(6) 2008.

Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.